Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, , vasoview hemopro 2 was not releasing c02.

Manufacturer narrative:
(B)(4). Updated sections: b4, e1 (initial reporter), g3, g6, h2, h6, h11. Corrected section: d4 (#UDI), d9, h3. The lot # 3000471818 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.